Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress which led to water invasion of the device. As a result, abnormality of electrical parts occurred. The user can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): "·inspection of the endoscopic image". User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope exhibited an e315 scope communication error when hooked up and the device does not work. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. The customer allegation "e315 scope communication error" was not confirmed; however, occurrence is likely. Additionally, it was noted that the labels on the device were peeling. Leakage was detected at the control body unit. Insulation malfunction was noted at the distal end cover. The device exhibited e216 (no image) error. After aeration the image was normal. A cut was noted on the switch one (1) and switch four (4) was not working. The device exhibited reduced angulation in the down direction. Both the control knobs exhibited play. Dents and scratches were found on the distal end plastic cover. The objective lens glue was worn out. The light guide lens and adhesive of the bending section cover was cracked. Scratches were noted on the control body, light guide tube and scope connector. The insertion tube was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.